Event description:
It was reported that the internal foam spacer, placed around the display monitor, moved up and is now covering a portion of the device's display. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported bottom display coverage by the foam spacer. Physio replaced the display assembly and confirmed proper device operation through function and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed display assembly at the failure analysis ctr and confirmed the reported issue.